Event description:
It was reported that the ventilator reset multiple times with audible/visual alarms while on a patient. The respiratory therapist was present during the reported incident. The patient was switched to another ventilator with no patient harm.